Event description:
It was reported that batteries are having low run times. Serial numbers are: (B)(4). No adverse event reported. Battery sn (B)(4), MFR report # 3003793491-2013-00141; battery sn (B)(4), MFR report# 3003793491-2013-00142; battery sn (B)(4), MFR report# 3003793491-2013-00143.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.